Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported this device had unresponsive or stuck keys. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 14feb2013 to the present date 12nov2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported this device was affected by the keypad recall t"he keypad may exhibit unresponsive or s tuck keys as a result of fluid ingress". No patient involvement is noted.